Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple occurrences of bigeminal pulse and premature ventricular contractions (pvc). It was further reported that leakage current from the lead was suspected of inducing the pvcs. The lead was revised. During the repositioning attempt, poor data was encountered at the his bundle and the patient again experienced multiple occurrences of pvc and bigeminal pulse. The lead was removed and replaced. Multiple occurrences of pvc and bigeminal pulse were identified with the replacement lead which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation was extrinsically cut at 27.2 cm with blood ingression, explant damage. If information is provided in the future, a supplemental report will be issued.